Event description:
It was reported that, "when time came to open the actual implant the plastic wrap was removed and the box opened. When the peel box was inspected, the inner package was seen to have broken open by the implant. The outer paper package seal was in tact. Surgeon was not aware of this. Rep asked if he would use a stem without a porous body and a 30mm extension. Surgeon said it's okay.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.